Manufacturer narrative:
Investigation summary: 1 capsule was returned for investigation. Calibration was checked and failed due to non-functioning battery. The capsule was then opened and connected to a power source. Capsule ID was confirmed as correct then calibration was attempted again, and failed. Because the capsule was opened, no further investigation could be performed. A root cause could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to detach from the delivery system and onto the esophagus. Additional information was requested from the initial reporter. Should we receive additional information, a supplemental MDR will be filed.

Manufacturer narrative:
On may 5, 2017 medtronic technical support was advised by the customer that complaint file (pe (B)(4)) should be bravo capsule failed to calibrate, not bravo capsule failed to detach.